Manufacturer narrative:
(B)(4). The customer replaced the breath delivery (bd) central processing unit (cpu) printed circuit board (pcb). The service engineer (se) downloaded the current software onto the device. Covidien was not authorized to service the device therefore the reported problem could not be verified.

Event description:
It was reported that an 840 ventilator went into inoperable condition and stopped cycling while in use on a patient. The patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the event.